Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4) , serial: (B)(6) , batch: 8006164 [l1 lead]. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4) , serial:(B)(6) batch:7618299 [s1 lead].

Event description:
Manufacturer reference number: 1627487-2024-00638. It was reported that the patient was experiencing from ineffective therapy. Further investigation revealed high impedance on 2 of the leads (right l1 and right s1) due to lead fracture. As a result, surgical intervention was undertaken on (B)(6) 2024 where the leads were replaced to address the issue. Effective therapy restored post op. Investigation was unable to determine which of the leads were right l1 and right s1 leads.